Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2006: (B)(6) medical center. (B)(6). Anesthesia record. Weight 88 kilograms. Asa status: 1. Implant procedure: open repair of a ventral hernia with mesh and open repair of umbilical hernia with mesh. Implant: gore® dualmesh® biomaterial [1dmcp03/ (B)(6)] implant date: (B)(6) 2006 (hospitalization [ni]). (B)(6) 2006: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: small umbilical hernia. Postoperative diagnosis: large incisional hernia and umbilical hernia. Assistant: (B)(6), rnfa. Anesthesia: general endotracheal, (B)(6), md. Estimated blood loss: 23 ml. Indications: ¿this is a 44-year-old female who presented to me by way of referral with complaints of a gnawing deep pain in her abdominal area. She had undergone a CT of the abdomen and pelvis for this and it revealed a relatively small apparently ventral hernia near the umbilicus. Given these findings, she was brought to the operating room for definitive care.¿ operative summary: ¿after informed consent was obtained, the patient was placed in supine fashion and prepared and draped in usual sterile fashion. I used her former midline incision from cesarean sections times multiple and advance it around the are of the umbilicus. Elevating skin and subcutaneous tissue, I circumferentially began to dissed around the area of the fascial defect. Noting that this was substantially larger than anticipated based on CT findings and clinical examination, I extended the incision to 10 cm. Finding the abdominal defect approximately 10 cm as well, we were able to undermine the skin and subcutaneous tissue in its location immediately above the fascia and circumferentially dissected free the hernia sac into the abdominal cavity proper and there were no untoward events, no intrusion into bowel. In similar format, I identified umbilical hernia, which was separate in its fascial defect from the ventral hernia, and I made the fascial defect contiguous with that. I would remove the umbilical hernia in its entirety and close it using the integrity of the ventral hernia repair as our definitive closure. That being accomplished, I brough up a dualmesh of 8 x 10 cm, and using interrupted 0 tycron sutures, circumferentially sutured it transfascially in six locations as well as doing a double-layer closure using 0 tycron as well for the area of the overlying fascial area. This was an underlay mesh technique. That being accomplished, I approximated the dead space above the mesh using interrupted 3-0 vicryl sutures and staples for skin. Sterile dressings were applied. The patient tolerated the procedure well, was extubated and taken to the pacu for further monitoring. Pathology: none.¿ (B)(6) 2006: (B)(6) medical center. (B)(6), rn, cnor. Surgical services intraoperative case record. Implants: manufacturer: gore. Description and size: dual mesh. Catalog number: 1dmcp03. Serial number: (B)(6). Quantity: 1. Implant location: midline. The records confirm a gore® dualmesh® biomaterial (1dmcp03/ (B)(6) was implanted during the procedure. Relevant medical information: (B)(6) 2006: (B)(6) medical center. (B)(6), md. Anesthesia record. Issues: hernia repair 8 weeks ago without closure. Weight 87.5 kilograms. Asa status: 2. (B)(6) 2006: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: nonhealing wound with wound seroma of a previous ventral hernia incision. Postoperative diagnosis: nonhealing wound with wound seroma of a previous ventral hernia incision. Operation performed: exploration of wound, incision and drainage, and closure. Anesthesia: (B)(6), md; mac and local. Indications: ¿a 44-year-old female who underwent a large ventral hernia repair on (B)(6) 2006 with ongoing seroma which has not stopped from a focal area, including an area of approximately a 2- to 3- cm skin bridge in the midline portion of the previous wound. It is otherwise well healed and simply cannot heal secondary to this ongoing seroma and nonincorporation of tissues. She is therefore brought back for definitive therapy. Findings: the right lateral abdominal wall associated with this area was free from the underlying mesh, not well incorporated, obviously hindered by the seroma which was fully evacuated from this area. There was no evidence of infection whatsoever. Operative summary: after informed consent was obtained, the patient was placed in the supine position and prepped and draped in the usual sterile fashion. An elliptical incision incorporating all rears of non-healing midline incision, approximately 4 cm in size, was taken and removed completely. We debrided the deeper tissue in its entirety as well to debride away all capsule of the previous seroma cavity. I probed all aspects of the wound, finding only a tract laterally which extended for a period of about 2-3 cm, filled with seromatous fluid which was evacuated in its entirety. That being accomplished, tisseel was placed within this area. I then closed with interrupted 3-0 vicryl sutures in order to close the space over the now partially exposed mesh secondary to my dissection. Prior to this, however, we had used a liter of bacitracin-soaked irrigation fluid in order to ensure that this area was clean and free of any debris. Again, no evidence of infection. Therefore, I irrigated the tisseel placement, then closure with 3-0 vicryl sutures. I then irritated again and closed skin using interrupted 3-0 nylon sutures. Sterile bandages, 2 x 2, were applied. The patient tolerated the procedure well and was brought to phase 2 for further monitoring.¿ pathology: none. Complications: none. Microbiology: none. Estimated blood loss: 5 ml. Disposition: as above, to phase 2. (B)(6) 2006: (B)(6) medical center. (B)(6). Anesthesia record. Issues: recurrent wound infection. Weight 84 kilograms. Asa status: 2. Tobacco: none. Explant procedure: wound exploration, excision of scar, removal of mesh, repair of ventral hernia, placement of wound vacuum-assisted closure. Explant date: (B)(6) 2006 (hospitalization [ni]). (B)(6) 2006: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: postoperative wound infection. Postoperative diagnosis: postoperative wound infection. Anesthesia: general endotracheal, dr. (B)(6), md. Indications: ¿this is a 44-year-old female who I had been following for greater than six months. I originally repaired a ventral hernia with a dualmesh that subsequently developed a wound infection. She has been brought back for debridement previously and has had local measures. She, therefore, presents for definitive repair therapy by way of extirpation of the old mesh and primary repair of hernia with repair of skin by secondary intention. Findings: she had a well-incorporated mesh. No bowel injury was noted at all. Her fascia is of fairly good integrity bilaterally, without evidence of swiss cheese defect or other lateral herniation. Operation as follows: operative summary: after informed consent was obtained, the patient was placed in supine position and prepared and draped in usual sterile fashion. An elliptical incision was made over the course of the entire previous incision, ellipsing it out in its entirety. I removed the skin and underlying subcutaneous tissues and sent it off to pathology given the chronic wound nature. I then carefully extended the incision superiorly for approximately 2 to 3 cm in order to affect an area which had not been previously operated upon. Then gained access to the peritoneal cavity with no untoward event. There were significant adhesions of omentum throughout the entire area of the operation, and in the process of entering the peritoneal cavity, I was able to sharply debride away, freeing the entire dual-mesh from previous operation. This was passed off. I then was able to clean to fascial edges circumferentially, taking down all adhesions to the area. Kocher clamps were placed. The fascia was elevated, seemed to be of good integrity. We then copiously irrigated the deep space of to [sic] abdomen and evacuated the fluid. We then closed using looped #1 pds sutures from above and below, tying it in the middle. This appeared to be of good tissue integrity; however, given the previous hernia, it is somewhat suspect in its ability to be a long-term repair. Nonetheless, there was no utility in placing further mesh in this infected field. We then copiously irrigated the subcutaneous tissue, placed a wound vac in standard fashion. Wound vac was airtight. As such, the patient was extubated, brought to pacu for further monitoring.¿ estimated blood loss: 350. Microbiology: swabs times two. Pathology: wound skin and underlying tissue. Complications: none. Disposition: to pacu. (B)(6) 2006: (B)(6) medical center. (B)(6), md. Surgical pathology report. Specimen: 06s-5476. Req dr.: (B)(6). Clinical data: abdominal wound infection. Tissue: abdominal tissue. Microscopic diagnosis: soft tissue, abdomen: 1) acute and chronic inflammation. 2) extensive fibrosis. Relevant medical information: (B)(6) 2008: (B)(6) medical center. (B)(6). Anesthesia record. Issues: non-insulin dependent diabetes mellitus. Asa status: 2. (B)(6) 2008: (B)(6) medical center. (B)(6), md. Operative report. Preoperative diagnosis: symptomatic cholelithiasis. Postoperative diagnosis: symptomatic cholelithiasis. Operation performed: laparoscopic cholecystectomy with intraoperative cholangiography, laparoscopic lysis of adhesions. Indications: a 46-year-old female with biliary colic who desires definitive therapy. Complications: none. Disposition: pacu extubated. (B)(6) 2011: (B)(6) medical center. (B)(6), md. Operative report. Preop diagnosis: recurrent incarcerated multiple ventral hernias with bowel contents. Postoperative diagnosis: same. Assistant: dr. (B)(6) anesthesia: general. Procedure: 1) repair of recurrent multiple ventral incarcerated hernias with ultrapro mesh 12 x 12 inches in size. 2) bilateral component separation. 3) advancement flap closure. 4) lysis of adhesions. History: ¿this is a 50-year-old female who has had 3 major operations in the abdominal wall after a hysterectomy. She had hernias which were repaired primarily. She subsequently developed an infected seroma. The seroma was drained surgically and then eventually she had a recurrent hernia and reconstruction for the third operation. After that failed to heal well, she had to have a wound vac placed to get the wound to completely heal. After that was performed, over time she subsequently developed multiple defects along the midline again with bowel contents in the extraperitoneal spaced and outside the abdominal wall, currently at the periumbilical area. Because of this, she is brought for intervention and surgical repair. Operative findings: at the time of exploration, the patient was found to have multiple hernias. She had small bowel primarily stuck in the hernias outside the abdominal cavity in the subcutaneous tissue. She had multiple defects along the midline. She had a grossly attenuated midline. The patient underwent bilateral component separation and reconstruction of the abdominal wall utilizing ultrapro mesh. A 12 x 12 inch mesh was tailored to fit the defect and support the abdominal wall, then a primary closure in the midline was performed after component release. Operative technique: patient was brought to the operating room, placed in the supine position. General anesthesia was induced. Intravenous antibiotics were given and the abdomen was prepped and draped in the usual fashion with a chlordex prep and a betadine steri-drape. An elliptical incision removing the old scar from above the umbilical region all the way down to the pubic region was performed. Dissection was carried into the soft tissue. The hernia sacs were identified. Subcutaneous tissue flaps were developed that preserved the periumbilical perforators but also were taken all the way out to the lateral aspect of the rectus sheath bilaterally. The hernia sacs were mobilized completely. The abdominal cavity was entered superiorly. Moderately extensive lysis of adhesions was performed to mobilize the small bowel out of the hernia sacs, which were incarcerated. The hernia sacs were then excised. The abdominal omentum was separated free from the small bowel. There did not appear to be any evidence of obstruction. The small bowel loops were then lined up and a lysis of adhesions was performed to mobilize the small bowel and pelvis, and free the undersurface of the abdominal wall circumferentially for the entire abdominal exposure. Once this was done, the small bowel was inspected. It was lined up appropriately. The omentum was then sewn together to develop a curtain that would be utilized to shield the ultrapro mesh in the abdominal cavity. Once this was done, bilateral component separation was performed by incising the external oblique lateral to the recuts sheath in a longitudinal manner the length of the incision to release the recuts sheath so it could be mobilized medially and an [sic] a primary closure of the abdominal wall could be performed. Once this was done, small bleeding points were controlled with electrocautery. The periumbilical perforators were preserved for circulation. The patient had a 12 x 12 inch piece of ultrapro mesh brought onto the operative field. It was fashioned for the appropriate size of the defect to probably 10 x 8 actually inches in size and then it was sewn in position in the subfascial plane utilizing running #2 nylon suture in a c circumferential manner. Care was taken to avoid the bowel by utilizing a mc neely visceral protector and direct visualization. Once the mesh was sewn in position, the midline was then closed with a looped 0 pds suture. The soft tissue had been mobilized extensively and was closed in layers with 2-0 vicryl and advanced to the midline, and then multiple layers of 2-0 were then utilized to secure the midline. It should be mentioned that 2 large davol drains were then placed in the soft tissues subcutaneously and then brought out through separate stab wounds and sutured to the skin with 2-0 nylon. After the midline was approximated, the skin was closed with staples. The procedure was tolerated well. The patient went to the recovery room in stable condition.¿ (B)(6) 2011: (B)(6) medical center. Surgical implant record. Implant: [illegible]. Ethicon. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated type of investigation. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence."

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2006, (B)(6) 2006 and (B)(6) 2011, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions; mesh deformation/migration; mesh removal; recurrence; revision; seroma; wound vac. Additional event specific information was not provided.